Event description:
A power source alert 07 was reported by the caller. The caller did not indicate whether the issue impacted their blood glucose level. The caller initially attempted to charge the pump using a tandem charging cable and wall adapter without success. However, after trying a different wall adapter, the issue was resolved as the pump began charging, and no further assistance was required.